Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's partner reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 459 mg/dl at the time of incident. Customer did not mention any symptoms related to high blood glucose level. Customer stated that the insulin pump had motor error. Customer reported the drive support cap was normal. Customer was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.